Manufacturer narrative:
Retainer ring - black. Customer returned insulin pump for alleged possible over delivery anomaly and low blood glucose found on (B)(6) 2021. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Several bolus's were programmed, delivered and recorded properly in the insulin pump history. Insulin pump successfully downloaded to thus and carelink. Confirmed several insulin pump alarm insulin flow blocked alarm on october 1, 2021 at 22:03 in the insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customer alleged possible over delivery was not confirmed. Insulin pump passed full dry test and displacement accuracy test. No anomalies noted on electronic/motor assemblies. Low blood glucose could not be confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced low blood glucose level. Blood glucose level at the time of incident was 51 mg/dl. Customer treated hypoglycemia by food intake. Customer had been using insulin pump within 48 hours of reported. Customer reported that they had symptoms like shaking, sweating, anxiety, confusion. Customer alleged insulin pump was over delivering. Customer stated insulin pump was not exposed to strong magnetic fields. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.